Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The irritation manifested as itching and bleeding/discharge. The patient sought medical treatment for the skin irritation and was prescribed medication to treat the condition. The patient did not follow the recommended skin preparation instructions. When asked about history of skin sensitivity or allergies, the patient refused to provide this information. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient did not follow the recommended skin preparation instructions. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with universal patch configuration. The irritation manifested as itching and bleeding/discharge. The patient sought medical treatment for the skin irritation and was prescribed medication to treat the condition. The patient did not follow the recommended skin preparation instructions. When asked about history of skin sensitivity or allergies, the patient refused to provide this information.